Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user reported receiving an "unable to proceed" message during a supply change. No alerts were present on the system. The patient was instructed to remove all supplies and successfully completed a dry run. After using new supplies, the patient was able to resume insulin delivery. The highest blood glucose (bg) level reported was 342 mg/dl. Bg was not out of range for more than 90 minutes and was corrected through the supply change. No symptoms, medical intervention, or outside assistance were required. Patient¿s bgs were stabilizing after the event.